Manufacturer narrative:
(B)(4). Covidien service center verified and isolated the failure to the front pcb board. Manufacturing date of this unit precedes a corrective and preventive action taken by the manufacturer for this failure mode.

Event description:
Covidien received a report of a n560 for a missing segment of the display. The failure happened when the n560 was not being used on a patient, the technician was checking the device.